Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 68 (trace pointers are invalid), the customer received pump error 49 (history pointers failed. The history pointers are corrupted) and the customer received pump error 24 (this alarm is generated when a power failure is detected) and the customer went into the MRI machine room with pump but the machine wasn't working, but only on. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test because the vibrator failed to vibrate when it was supposed to. No unexpected restarts or pump errors 24, 68, 49 were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms pump error 24 occurred @ 03/18/25 06:31:00; pump error 68 occurred @ 03/18/25 09:34:34; pump error 49 occurred on 03/18/25 @ 09:34:34 & 09:47:06. The adapt tool also confirms the following motor related pump errors: pump error 130 occurred @ 03/18/25 06:28:53; pump error 38 occurred @ 03/18/25 06:29:25. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After swapping boards and cases, the lack of vibrations was traced to the case which is where the vibrator is located. In summary, the customer¿s report of pump error 24 was confirmed in the pump's history but that of pump errors 68, 49 were not confirmed during testing. The pump errors 24, 130, and 38 are due to an issue with the hardware. The lack of vibrations is due to a broken vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.